Event description:
During an interventional procedure, while using the acist contrast injection system, air was injected into the pt. The pt had an acute arrhythmia as a result of the air injection. The arrhythmia lasted several seconds and ended with no other adverse pt effects. December 14, 2005: additional info received. The user facility reported an air injection during an angiographic procedure. Pt was stabilized in the cardiac catheterization laboratory and later was released from the hosp. This case is medically closed.

Event description:
A health professional reports: during an interventional procedure, while using the acist contrast injection system, air was injected into the patient. The patient had an acute arrhythmia as a result of the air injection. The arrhytehmia lasted several seconds and ended with no other adverse patient effects.